Event description:
The customer reported that "a message appears on the x2 monitor for ICU-8 about a speaker operation problem". No death or patient /user injury or harm was reported. The device was used for monitoring at the time of the alleged malfunction.